Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. Per additional information received, biomed wants to speak to tech support regarding a calibration error. Biomed needs to order parts for as5000. Part number, 40307700. It was determined that the device has a failed circulation pump. Bill requested a formal quote for parts included in 2k pm and service kit. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 01. Per additional information updated from ttm on 18apr2025, biomed wants to speak to tech support regarding a calibration error. Biomed needs to order parts for as5000. Part number, 40307700.